Event description:
It was reported a patient required a revision for non-union. On (B)(6) 2014 the distal tibia plate and a quantity of 21 part 2.7 va locking screws were removed; four screws were broken and three screw shafts remained in tibia. The non-union required a new plate to the medial distal tibia and a t-plate to the anterior lateral tibia. A one-third tubular fibula plate was removed but did not require revision due to proper healing. Date of original implant was (B)(6) 2013. Devices were easily removed and did not require any additional intervention. The procedure was successfully completed. This report is for 3 locking screws, part and lot numbers unknown. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.